Manufacturer narrative:
Concomitant medical products: product ID: a3dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced bradycardia, weakness, fatigue and dyspnea after exercising. An interrogation was performed and it was found that the right ventricular (rv) lead had high threshold, no capture at highest output and high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.